Manufacturer narrative:
(B)(4) follow up report for correction. Short description was incorrect in the initial MDR - short description should be secondary set c61- broken spike. Annex a code was incorrect in the initial MDR. Annex a code should be a0401 - break. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1028614. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Several samples were returned to aid in our investigation. Our engineers subjected the devices to enhanced visual inspection and functional testing. Our engineers could not detect any damage present on the spikes of any of the returned units. Without the ability to observe the reported non-conformance our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal had a component damage-leak. The following information was provided by the initial reporter: "a leakage of cytostatic medicine in the (B)(6) . The needle of the product broke at the neck of the solution. It could happen during packaging and delivery, within about 5 minutes. The error was discovered when the drug was removed from the lyse. " total 94 packs ( 2820 pcs) are to be advertised. The goods are packed. 1 euro pallet. 120*80*116cm. Weight 84,5 kg. Additional information provided: ¿no one was hurt. After dissolving the drug, the pharmacy discovered the error and disposed of the product in accordance with the hospital's requirements. The lot to be returned is unused.¿